Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It has been reported that a patient was undergoing a revision surgery. Sales rep reported while procedure was in progress. Details to be provided after procedure. Additional information obtained 07/20/2020: patient initially underwent a revers total shoulder procedure (B)(6) 2019. Patient began experiencing post op pain. An x-ray revealed a possible loosening of the glenoid unit. A CT was performed to confirm. The patient suffered no known or reported trauma. On (B)(6) 2020 the same surgeon performed a revision at a different facility. During the revision the following original implants were explanted: ar-9564-2433, glenosphere, lot 18.01946, ar-9560-24, univers revers modular baseplate, lot 7037/7041, ar-9501-05p, univers revers implant stem modular, lot 19.00135, ar-9502f-36cpc, univers revers suture cup, lot 19.02069, ar-9503-3633-3, humeral insert, lot 19.00009ar-9561-25s, modular central screw, lot 6799, ar-9563-16 (qty 3), locking screw, lot 19.00568/2019001684. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint not confirmed. No abnormality was observed on the device that may have contributed to the event.